Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a (B)(6) complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no other similar complaints identified during the searched period. The st aia-pack estradiol analyte summary, under page 8 states the following: evaluation of results. Quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2018, tosoh became aware that during an american association of bioanalysts (aab) proficiency testing performance with survey samples, the customer failed the estradiol (e2) analyte on event #1 on the aia-360 instrument. The customer reported prior to running e2 with the aab material, all quality controls (qc) with the bio rad controls were within acceptable range. With the aab material, level 1, customer reported <l (the aab acceptable range is 21 pg/ml to 38 pg/ml). The reportable range for tosoh st e2 is 25 pg/ml to 3000 pg/ml ,while the aab range is 21 pg/ml to 38 pg/ml, to which the tosoh assay cannot match. Tosoh qa laboratory ran the same aab specimen and also received the <l . However, the qa lab reported the result as <25 pg/ml, as per the aab instruction called for if the assay range is > aab range. The qa lab passed with a recorded event result of 25 pg/ml. Technical support specialist (tss) advised the customer that they should report the result as 25 pg/ml to 3000 pg/ml and not as <l, per aab instructions. Tss also advised customer they should contact aab regarding this scenario and possibly rectify with aab.